Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low blood glucose in the 50s mg/dl while using the system, with a noted meter value of 52 mg/dl and a separate outcome report showing 53 mg/dl around the same timeframe; the patient attributed the event to a metformin dose that was subsequently adjusted by the healthcare provider. Symptoms included hypoglycemia. Outcomes included the need for unplanned medication intervention, with treatment using oral glucose such as orange juice and glucose tablets. Investigation included communication with the user and analysis of information provided by a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.